Event description:
It was reported to medtronic minimed that the customer experienced crack in the pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1886 was requested and customer response was the device returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. After battery installation unit gave critical pump error (open book). Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. Moisture damage was noted on electronic assembly and force sensor flex connector gold traces. Critical pump error (open book) was due to moisture damage on electronic assembly. Unit also received with label damage (faded), cracked case (battery tube), battery tube threads - cracked, cracked case-corner of belt clip rails, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations for cosmetic damages were confirmed when broken battery tube threads and cracked case (battery tube) were noted. In addition, unit was received with critical pump error (open book) due to moisture damage on electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.